Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the ER after receiving an inappropriate shock. Upon checking the device, inappropriate therapies were delivered due to noise artifact on the ventricular channel. The rv lead diagnostics were all stable and noise was not recreated in-clinic during isometric testing. The tachy therapies were turned off. The lead was later capped and replaced on (B)(6) 2016. An insulation break was noted. Patient was stable throughout.